Event description:
Balloon was inserted into patient, but did not seem to be working properly. Pulled the balloon outside the patient and inspected the balloon a second time. The balloon appeared to have a hole in the side of it. Another balloon was used for the patient, and the patient did not sustain any harm.